Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel'), device breakage ('patient expelled a piece of the essure devices while urinating') and anxiety ('anxiety crisis') in a 31-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia in 2015, abdominal pain lower (right iliac fossa) in 2015, helicobacter pylori infection (epigastralgia) in 2013, fibroadenoma of breast in 2012, renal colic in 2010, hiatal hernia and appendectomy. The patient has problems with all metals except gold. Concurrent conditions included anxiodepressive syndrome since 2014, ankylosing spondylitis since 2003 and fibromyalgia. Concomitant products included immunosuppressants for ankylosing spondylitis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), headache ("cephalea"), vulvovaginal pain ("pain in the vagina") and proctalgia ("rectum pain"). On (B)(6) 2016, the patient experienced anxiety (seriousness criterion hospitalization) with chest pain, dysaesthesia and dizziness, 6 months 12 days after insertion of essure. On (B)(6) 2017, the patient experienced perineal pain ("perineal pain in the form of puncture sensation"). On (B)(6) 2017, the patient experienced abdominal pain upper ("severe epigastric pain") and abdominal pain ("sudden mesogastric abdominal pain"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("patient expelled a piece of the essure devices while urinating ") and abdominal pain lower ("pain in the hypogastrium"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), irritable bowel syndrome ("irritable colon"), adverse event ("cosmetic damage"), metal poisoning ("metallosis "), dysgeusia ("metallic taste"), dyspareunia ("pain during sexual intercourse / pain in vaginal walls with penetration"), loss of libido ("loss of sexual appetite"), conjunctivitis ("rhinoconjunctivitis"), menstrual discomfort ("perimenstrual discomfort"), menorrhagia ("more abundant menstruation") and iliac fossa pain ("pain in both iliac fossae"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy to remove the devices). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, swelling, headache, irritable bowel syndrome, adverse event, metal poisoning, dysgeusia, loss of libido, abdominal pain upper, abdominal pain, device expulsion, abdominal pain lower, anxiety, conjunctivitis, vulvovaginal pain, proctalgia, menstrual discomfort, menorrhagia and iliac fossa pain outcome was unknown, the metrorrhagia and dyspareunia had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, anxiety, conjunctivitis, device breakage, device expulsion, dysgeusia, dyspareunia, headache, irritable bowel syndrome, loss of libido, menorrhagia, menstrual discomfort, metal poisoning, metrorrhagia, pelvic pain, perineal pain, proctalgia, swelling, vulvovaginal pain and iliac fossa pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2018, patient went to the emergency room due to spontaneous expulsion of essure without metrorrhagia. She reported pain in the hypogastrium that radiated to both iliac fossae. She provided a sample in a bottle that resembled 2 metal rings. Year 2020: during the first six months of this year, the claimant has consulted for: ankylosing spondylitis; palpitations; atypical chest pain; hirsutism; uti; fever; metrorrhagia and pain in the right iliac fossa-uterine myoma (in treatment with decapeptyl). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel (+++), chromium (-), coba lt (-). Computerised tomogram - on (B)(6) 2019: no images were seen suggesting persistence of essure. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: both devices are visible, normally inserted. Normal uterus and ovaries; on (B)(6) 2017: uterus in anteroversoflexion, regular 93x46 with endometrium of 11 mm. Right ovary and left ovary of normal size and echostructure. Free cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel'), device breakage ('patient expelled a piece of the essure devices while urinating') and anxiety ('anxiety crisis') in a 31-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia in 2015, abdominal pain lower in 2015, helicobacter pylori infection (epigastralgia) in 2013, fibroadenoma of breast in 2012, renal colic in 2010, hiatal hernia and appendectomy. The patient has problems with all metals except gold. Concurrent conditions included anxiodepressive syndrome since 2014, ankylosing spondylitis since 2003 and fibromyalgia. Concomitant products included immunosuppressants for ankylosing spondylitis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), headache ("cephalea"), vulvovaginal pain ("pain in the vagina") and proctalgia ("rectum pain"). On (B)(6) 2016, the patient experienced anxiety (seriousness criterion hospitalization) with chest pain, dysaesthesia and dizziness, 6 months 12 days after insertion of essure. On (B)(6) 2017, the patient experienced perineal pain ("perineal pain in the form of puncture sensation"). On (B)(6) 2017, the patient experienced abdominal pain upper ("severe epigastric pain") and abdominal pain ("sudden mesogastric abdominal pain"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("patient expelled a piece of the essure devices while urinating ") and abdominal pain lower ("pain in the hypogastrium"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), irritable bowel syndrome ("irritable colon"), adverse event ("cosmetic damage"), metal poisoning ("metallosis "), dysgeusia ("metallic taste"), dyspareunia ("pain during sexual intercourse / pain in vaginal walls with penetration"), loss of libido ("loss of sexual appetite"), conjunctivitis ("rhinoconjunctivitis"), menstrual discomfort ("perimenstrual discomfort"), menorrhagia ("more abundant menstruation") and iliac fossa pain ("pain in both iliac fossae"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy to remove the devices). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, swelling, headache, irritable bowel syndrome, adverse event, metal poisoning, dysgeusia, loss of libido, abdominal pain upper, abdominal pain, device expulsion, abdominal pain lower, anxiety, conjunctivitis, vulvovaginal pain, proctalgia, menstrual discomfort, menorrhagia and iliac fossa pain outcome was unknown, the metrorrhagia and dyspareunia had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, anxiety, conjunctivitis, device breakage, device expulsion, dysgeusia, dyspareunia, headache, irritable bowel syndrome, loss of libido, menorrhagia, menstrual discomfort, metal poisoning, metrorrhagia, pelvic pain, perineal pain, proctalgia, swelling, vulvovaginal pain and iliac fossa pain to be related to essure. The reporter commented: on (B)(6) 2018, patient went to the emergency room due to spontaneous expulsion of essure without metrorrhagia. She reported pain in the hypogastrium that radiated to both iliac fossae. She provided a sample in a bottle that resembled 2 metal rings. Year 2020: during the first six months of this year, the claimant has consulted for: ankylosing spondylitis; palpitations; atypical chest pain; hirsutism; uti; fever; metrorrhagia and pain in the right iliac fossa-uterine myoma (in treatment with decapeptyl). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel (+++), chromium (-), coba lt (-),. Computerised tomogram - on (B)(6) 2019: no images were seen suggesting persistence of essure. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: both devices are visible, normally inserted. Normal uterus and ovaries.; on (B)(6) 2017: uterus in anteroversoflexion, regular 93x46 with endometrium of 11 mm. Right ovary and left ovary of normal size and echostructure. Free cul-de-sac.. Most recent follow-up information incorporated above includes: on 26-nov-2020: information added: patient¿s date of birth and age, medical history, lab data, date of essure insertion and indication, events (metallosis, metallic taste, pain during sexual intercourse, loss of sexual apetite, severe epigastric pain, sudden mesogastric abdominal pain, pain in the hypogastrium and patient expelled a piece of the essure devices while urinating, anxiety crisis and related symptoms, perineal pain in the form of puncture sensation, rhinoconjunctivitis, pain in the vagina, rectum pain, perimenstrual discomfort, more abundant menstruation, pain in both iliac fossae, hirsutism predominant in the face), essure removal method detailed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel'), device breakage ('patient expelled a piece of the essure devices while urinating') and anxiety ('anxiety crisis') in a 31-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia in 2015, abdominal pain lower (right iliac fossa) in 2015, hiatal hernia in 2015, recurrent urinary tract infection in 2015, helicobacter pylori infection (epigastralgia) in 2013, fibroadenoma of breast in 2012, renal colic in 2010, appendectomy and thorax pain. The patient has problems with all metals except gold. Concurrent conditions included immunosuppressant drug therapy since 2016, ankylosing spondylitis since 2015, anxiodepressive syndrome since 2015 and fibromyalgia since 2015. Concomitant products included immunosuppressants for ankylosing spondylitis. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of pelvic pain ("pelvic pain / recurrent pelvic pain"), headache ("cephalea"), vulvovaginal pain ("pain in the vagina"), proctalgia ("rectum pain") and premenstrual syndrome ("premenstrual discomfort"). On (B)(6) 2016, the patient experienced anxiety (seriousness criterion hospitalization) with chest pain, dysaesthesia and dizziness. On (B)(6) 2017, the patient experienced perineal pain ("perineal pain in the form of puncture sensation"). In (B)(6) 2017, the patient experienced heavy periods ("heavier menstrual periods"). On (B)(6) 2017, the patient experienced the second episode of pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced abdominal pain upper ("severe epigastric pain"), abdominal pain ("sudden mesogastric abdominal pain") and procedural pain ("epigastric and periumbilical pain 5 days after essure removal"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant), the first episode of device expulsion ("patient expelled a piece of the essure devices while urinating ") and abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2019, the patient experienced urination difficulty ("difficulty urinating with scarce urination"). On (B)(6) 2019, the patient experienced dysuria ("dysuria"), bladder spasm ("vesical tenesmus") and back pain ("low back pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), irritable bowel syndrome ("irritable colon"), metal poisoning ("metallosis"), dysgeusia ("metallic taste"), dyspareunia ("pain during sexual intercourse / pain in vaginal walls with penetration"), loss of libido ("loss of sexual appetite"), conjunctivitis ("rhinoconjunctivitis"), menstrual discomfort ("perimenstrual discomfort"), menstruation increased ("more abundant menstruation"), genital haemorrhage ("excessive bleeding"), malaise ("generalised malaise"), pyrexia ("low-grade fever that does not raise above 37°c"), vaginal discharge ("dark, heavy vaginal discharge with foul-smelling"), nervousness ("nervous states") with nausea, renal pain ("pain in her left renal fossa"), urinary tract infection ("recurring urinary tract infections"), urinary retention ("unable to urinate in two instances") and the second episode of device expulsion ("expelled essure through her vagina") and experienced iliac fossa pain ("pain in both iliac fossae"), lasting 7 months. The patient was treated with analgesics and surgery (bilateral salpingectomy via laparoscopy to remove the devices on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, anxiety, swelling, headache, irritable bowel syndrome, metal poisoning, dysgeusia, loss of libido, abdominal pain upper, abdominal pain, abdominal pain lower, conjunctivitis, vulvovaginal pain, proctalgia, menstrual discomfort, menstruation increased, iliac fossa pain, genital haemorrhage, premenstrual syndrome, heavy periods, malaise, pyrexia, vaginal discharge, nervousness, the last episode of pelvic pain, procedural pain, renal pain, urinary tract infection, urinary retention, uterine leiomyoma, the last episode of device expulsion, dysuria, bladder spasm, back pain and urination difficulty outcome was unknown and the metrorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, back pain, bladder spasm, conjunctivitis, device breakage, dysgeusia, dyspareunia, genital haemorrhage, headache, heavy periods, irritable bowel syndrome, loss of libido, malaise, menstrual discomfort, metal poisoning, metrorrhagia, nervousness, perineal pain, premenstrual syndrome, procedural pain, proctalgia, pyrexia, renal pain, swelling, urinary retention, urinary tract infection, urination difficulty, uterine leiomyoma, vaginal discharge, vulvovaginal pain, the first episode of device expulsion, the first episode of pelvic pain, dysuria, iliac fossa pain, menstruation increased, the second episode of device expulsion and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2018, patient went to the emergency room due to spontaneous expulsion of essure without metrorrhagia. She reported pain in the hypogastrium that radiated to both iliac fossae. She provided a sample in a bottle that resembled 2 metal rings. Patient suffered cosmetic damage. Year 2020: during the first six months of this year, the claimant has consulted for: ankylosing spondylitis; palpitations; atypical chest pain; hirsutism; uti; fever; metrorrhagia and pain in the right iliac fossa-uterine myoma (in treatment with decapeptyl). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel (+++), chromium (-), coba lt (-). Computerised tomogram - on (B)(6) 2019: no images were seen suggesting persistence of essure. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: both devices are visible, normally inserted. Normal uterus and ovaries; on (B)(6) 2017: uterus in anteroversoflexion, regular 93x46 with endometrium of 11 mm. Right ovary and left ovary of normal size and echostructure. Free cul-de-sac. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-mar-2021: updated quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel'), device breakage ('patient expelled a piece of the essure devices while urinating') and anxiety ('anxiety crisis') in a 31-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia in 2015, abdominal pain lower (right iliac fossa) in 2015, hiatal hernia in 2015, recurrent urinary tract infection in 2015, helicobacter pylori infection (epigastralgia) in 2013, fibroadenoma of breast in 2012, renal colic in 2010, appendectomy and thorax pain. The patient has problems with all metals except gold. Concurrent conditions included immunosuppressant drug therapy since 2016, ankylosing spondylitis since 2015, anxiodepressive syndrome since 2015 and fibromyalgia since 2015. Concomitant products included immunosuppressants for ankylosing spondylitis. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain / recurrent pelvic pain"), headache ("cephalea"), vulvovaginal pain ("pain in the vagina"), proctalgia ("rectum pain") and premenstrual syndrome ("premenstrual discomfort"). On (B)(6) 2016, the patient experienced anxiety (seriousness criterion hospitalization) with chest pain, dysaesthesia and dizziness. On (B)(6) 2017, the patient experienced perineal pain ("perineal pain in the form of puncture sensation"). In (B)(6) 2017, the patient experienced heavy periods ("heavier menstrual periods"). On (B)(6) 2017, the patient experienced pelvic pain female ("pelvic pain"). On (B)(6) 2017, the patient experienced abdominal pain upper ("severe epigastric pain"), abdominal pain ("sudden mesogastric abdominal pain") and procedural pain ("epigastric and periumbilical pain 5 days after essure removal"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant), the first episode of device expulsion ("patient expelled a piece of the essure devices while urinating ") and abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2019, the patient experienced urination difficulty ("difficulty urinating with scarce urination"). On (B)(6) 2019, the patient experienced dysuria ("dysuria"), bladder spasm ("vesical tenesmus") and back pain ("low back pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), irritable bowel syndrome ("irritable colon"), adverse event ("cosmetic damage"), metal poisoning ("metallosis "), dysgeusia ("metallic taste"), dyspareunia ("pain during sexual intercourse / pain in vaginal walls with penetration"), loss of libido ("loss of sexual appetite"), conjunctivitis ("rhinoconjunctivitis"), menstrual discomfort ("perimenstrual discomfort"), menstruation increased ("more abundant menstruation"), genital haemorrhage ("excessive bleeding"), malaise ("generalised malaise"), pyrexia ("low-grade fever that does not raise above 37°c"), vaginal discharge ("dark, heavy vaginal discharge with foul-smelling"), nervousness ("nervous states") with nausea, renal pain ("pain in her left renal fossa"), urinary tract infection ("recurring urinary tract infections"), urinary retention ("unable to urinate in two instances") and the second episode of device expulsion ("expelled essure through her vagina") and experienced iliac fossa pain ("pain in both iliac fossae"), lasting 7 months. The patient was treated with analgesics and surgery (bilateral salpingectomy via laparoscopy to remove the devices on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, anxiety, swelling, headache, irritable bowel syndrome, adverse event, metal poisoning, dysgeusia, loss of libido, abdominal pain upper, abdominal pain, abdominal pain lower, conjunctivitis, vulvovaginal pain, proctalgia, menstrual discomfort, menstruation increased, iliac fossa pain, genital haemorrhage, premenstrual syndrome, heavy periods, malaise, pyrexia, vaginal discharge, nervousness, pelvic pain female, procedural pain, renal pain, urinary tract infection, urinary retention, uterine leiomyoma, the last episode of device expulsion, dysuria, bladder spasm, back pain and urination difficulty outcome was unknown, the metrorrhagia and dyspareunia had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, anxiety, back pain, bladder spasm, conjunctivitis, device breakage, dysgeusia, dyspareunia, genital haemorrhage, headache, heavy periods, irritable bowel syndrome, loss of libido, malaise, menstrual discomfort, metal poisoning, metrorrhagia, nervousness, pelvic pain, perineal pain, premenstrual syndrome, procedural pain, proctalgia, pyrexia, renal pain, swelling, urinary retention, urinary tract infection, urination difficulty, uterine leiomyoma, vaginal discharge, vulvovaginal pain, the first episode of device expulsion, dysuria, iliac fossa pain, menstruation increased, pelvic pain female and the second episode of device expulsion to be related to essure. The reporter commented: on (B)(6) 2018, patient went to the emergency room due to spontaneous expulsion of essure without metrorrhagia. She reported pain in the hypogastrium that radiated to both iliac fossae. She provided a sample in a bottle that resembled 2 metal rings. Year 2020: during the first six months of this year, the claimant has consulted for: ankylosing spondylitis; palpitations; atypical chest pain; hirsutism; uti; fever; metrorrhagia and pain in the right iliac fossa-uterine myoma (in treatment with decapeptyl). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel (+++), chromium (-), coba lt (-). Computerised tomogram - on (B)(6) 2019: no images were seen suggesting persistence of essure. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: both devices are visible, normally inserted. Normal uterus and ovaries; on (B)(6) 2017: uterus in anteroversoflexion, regular 93x46 with endometrium of 11 mm. Right ovary and left ovary of normal size and echostructure. Free cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: onset date of essure was updated from (B)(6) 2016 to (B)(6) 2016, the follow information were added: medical history ,on products analgesics, on event: excessive bleeding, premenstrual discomfort, heavier menstrual periods, generalised malaise, low-grade fever that does not raise above 37°c, dark, heavy vaginal discharge with foul-smelling, nervous states, pelvic pain, pain in her left renal fossa, recurring urinary tract infections, unable to urinate in two instances, uterine fibroids, expelled essure through her vagina,vesical tenesmus, dysuria, low back pain, difficulty urinating with scarce urination. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel'), device breakage ('patient expelled a piece of the essure devices while urinating') and anxiety ('anxiety crisis') in a 31-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter pylori infection (epigastralgia, treated in 2013 but not eradicated, unrecovered) in 2013, epigastralgia (unrecovered) in 2013, fibroadenoma of breast in 2012, hyperemesis gravidarum in 2008, pregnancy in 2008, appendectomy, thorax pain, human leukocyte antigen test positive (b27), discopathy and hamartoma (hamartoma in the right breast segment due to breast pathology). The patient has problems with all metals except gold. Concurrent conditions included mass (unrecovered) since (B)(6) 2017, immunosuppressant drug therapy (anti tnf alpha) since 2016, stool bloody since (B)(6) 2015, metrorrhagia (unrecovered) since (B)(6) 2015, abdominal pain lower (right iliac fossa, unrecovered) since (B)(6) 2015, cough (unrecovered) since (B)(6) 2015, ankylosing spondylitis (unrecovered) since 2015, hiatal hernia since 2015, recurrent urinary tract infection since 2015, dizziness (unrecovered) since (B)(6) 2015, reaction anxiety (unrecovered) since (B)(6) 2014, fibromyalgia (unrecovered) since (B)(6) 2014, anxiodepressive syndrome (unrecovered) since (B)(6) 2014, breast mass (unrecovered) since 2012, acute respiratory tract infection (unrecovered) since 2012, vaginal candidiasis (unrecovered) since 2011, renal colic (unrecovered) since 2010 and uveitis. Concomitant products included immunosuppressants since (B)(6) 2016 for ankylosing spondylitis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of pelvic pain ("pelvic pain / recurrent pelvic pain"). On (B)(6) 2016, the patient experienced premenstrual syndrome ("premenstrual discomfort"). On (B)(6) 2016, the patient experienced splenomegaly ("splenomegaly"), diarrhoea ("chronic diarrhea"), hepatic steatosis ("probable hepatic steatosis") and vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2016, the patient experienced ligament sprain ("right ankle sprain"). In (B)(6) 2016, the patient experienced headache ("cephalea"), vulvovaginal pain ("pain in the vagina") and proctalgia ("rectum pain"). On (B)(6) 2016, the patient experienced anxiety (seriousness criterion hospitalization) with chest pain, dysaesthesia and dizziness. On (B)(6) 2016, the patient experienced hiatus hernia ("hiatal hernia with mucosa preserved"). On (B)(6) 2017, the patient experienced perineal pain ("perineal pain in the form of puncture sensation"). In (B)(6) 2017, the patient experienced heavy periods ("heavier menstrual periods"). On (B)(6) 2017, the patient experienced the second episode of pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced abdominal pain upper ("severe epigastric pain"), abdominal pain ("sudden mesogastric abdominal pain") and procedural pain ("epigastric and periumbilical pain 5 days after essure removal"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant), the first episode of device expulsion ("patient expelled a piece of the essure devices while urinating") and abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2019, the patient experienced urination difficulty ("difficulty urinating with scarce urination"). On (B)(6) 2019, the patient experienced dysuria ("dysuria"), bladder spasm ("vesical tenesmus / bladder tenesmus") and back pain ("low back pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), irritable bowel syndrome ("irritable colon"), metal poisoning ("metallosis"), dysgeusia ("metallic taste"), dyspareunia ("pain during sexual intercourse / pain in vaginal walls with penetration"), loss of libido ("loss of sexual appetite / sexual inappetence"), conjunctivitis ("rhinoconjunctivitis"), menstrual discomfort ("perimenstrual discomfort"), menstruation increased ("more abundant menstruation"), genital haemorrhage ("excessive bleeding"), malaise ("generalised malaise"), pyrexia ("low-grade fever that does not raise above 37°c"), vaginal discharge ("dark, heavy vaginal discharge with foul-smelling"), nervousness ("nervous states") with nausea, urinary tract infection ("recurring urinary tract infections") with renal pain, urinary retention ("unable to urinate in two instances") and the second episode of device expulsion ("expelled essure through her vagina"), experienced iliac fossa pain ("pain in both iliac fossae"), lasting 7 months and experienced haematochezia ("constantly soft stools with up to 5-6 stools per day with blood threads somentimes"), lasting 5 months. The patient was treated with analgesics and surgery (bilateral salpingectomy via laparoscopy to remove the devices on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, anxiety, swelling, headache, irritable bowel syndrome, metal poisoning, dysgeusia, loss of libido, abdominal pain upper, abdominal pain, abdominal pain lower, conjunctivitis, vulvovaginal pain, proctalgia, menstrual discomfort, menstruation increased, iliac fossa pain, genital haemorrhage, premenstrual syndrome, heavy periods, malaise, pyrexia, vaginal discharge, nervousness, the last episode of pelvic pain, procedural pain, urinary tract infection, urinary retention, uterine leiomyoma, the last episode of device expulsion, dysuria, bladder spasm, back pain, urination difficulty, splenomegaly, haematochezia, diarrhoea, hepatic steatosis, hiatus hernia and vitamin d deficiency outcome was unknown, the intermenstrual bleeding and dyspareunia had resolved and the ligament sprain had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, back pain, bladder spasm, conjunctivitis, device breakage, diarrhoea, dysgeusia, dyspareunia, genital haemorrhage, haematochezia, headache, heavy periods, hepatic steatosis, hiatus hernia, intermenstrual bleeding, irritable bowel syndrome, ligament sprain, loss of libido, malaise, menstrual discomfort, metal poisoning, nervousness, perineal pain, premenstrual syndrome, procedural pain, proctalgia, pyrexia, splenomegaly, swelling, urinary retention, urinary tract infection, urination difficulty, uterine leiomyoma, vaginal discharge, vitamin d deficiency, vulvovaginal pain, the first episode of device expulsion, the first episode of pelvic pain, dysuria, iliac fossa pain, menstruation increased, the second episode of device expulsion and the second episode of pelvic pain to be related to essure. The reporter commented: date of essure placement date was divergency ((B)(6) 2016). On (B)(6) 2018, patient went to the emergency room due to spontaneous expulsion of essure without metrorrhagia, the spontaneous vaginal expulsion of the rest of the essure does not cause any damage or side effect/sequelae in the patient. Previous the expulsion she reported pain in the hypogastrium that radiated to both iliac fossae. She provided a sample in a bottle that resembled 2 metal rings. Patient suffered cosmetic damage. She reports hirsutism on (B)(6) 2018 and urinary tract infection (B)(6) 2018, both as unrecovered. On (B)(6) 2019: abdominal-pelvic CT with contrast, confirmation of withdrawal of essure. On (B)(6) 2021: urology recurrent urinary tract infections. On (B)(6) 2019 lumbar pain, colic without fever, renal colic, main diagnosis: urinary tract infection. Urocytologies in 2020 positive for e. Coli and fecal e., vaginal for candida. Current treatments: fosfomycin 500 mg, decapeptyl monthly 3.75 mg,tranexamic acid 500 mg, naproxen 550 mg, butyl bromide scopolamine 10 mg, zytram 75 mg, enantyum 25 mg, tradonal retard 100 mg, ibuprofen arginine 600mg, boltin 2.5 mg, paracetamol 1000 mg, nolotil 575mg, lyrica 75 mg, pantecta 40 mg, duloxetine 30 mg, iron ii - ferroglycine sulfate 567.7 mg, metamizole 2000mg. Year 2020: during the first six months of this year, the claimant has consulted for: ankylosing spondylitis; palpitations; atypical chest pain; hirsutism; uti; fever; metrorrhagia and pain in the right iliac fossa-uterine myoma (in treatment with decapeptyl). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel (+++), chromium (-), coba lt (-). Computerised tomogram - on (B)(6) 2019: no images were seen suggesting persistence of essure. Endoscopy upper gastrointestinal tract - on (B)(6) 2016: hiatal hernia with mucosa preserved, non-erosive duodenitis. Pregnancy test - on (B)(6) 2016: negative. Transaminases - on (B)(6) 2016: elevated transaminases.. Ultrasound abdomen - on (B)(6) 2016: findings compatible with severe hepatic steatosis vs. Chronic liver disease. Splenomegaly. Ultrasound scan vagina - on (B)(6) 2016: both devices are visible, normally inserted. Normal uterus and ovaries; on (B)(6) 2016: both normalized devices were observed; on (B)(6) 2017: uterus in anteroversoflexion, regular 93x46 with endometrium of 11 mm. Right ovary and left ovary of normal size and echostructure. Free cul-de-sac. X-ray of pelvis and hip - on (B)(6) 2016: both normalized devices were observed; on (B)(6) 2017: no remains of essure were observed and the pelvic. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jun-2021: the follow information were updated new reporter (other health professional), medical history, lab data essure start date updated (B)(6) 2016, immunosupressant start date, blood in stool, chronic diarrhea, hepatic steatosis, vitamin d deficiency, hiatal hernia, ligament sprain, onset date updated premenstrual syndrome based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel'), device breakage ('patient expelled a piece of the essure devices while urinating') and anxiety ('anxiety crisis') in a 31-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter pylori infection (epigastralgia, treated in 2013 but not eradicated, unrecovered) in 2013, epigastralgia (unrecovered) in 2013, fibroadenoma of breast in 2012, hyperemesis gravidarum in 2008, pregnancy in 2008, appendectomy, thorax pain, human leukocyte antigen test positive (b27), lumbar disc disease and hamartoma (hamartoma in the right breast segment due to breast pathology). The patient has problems with all metals except gold. Concurrent conditions included mass (unrecovered) since (B)(6) 2017, immunosuppressant drug therapy (anti tnf alpha) since 2016, stool bloody since (B)(6) 2015, metrorrhagia (unrecovered) since (B)(6) 2015, abdominal pain lower (right iliac fossa, unrecovered) since (B)(6) 2015, cough (unrecovered) since (B)(6) 2015, ankylosing spondylitis (unrecovered) since 2015, hiatal hernia since 2015, recurrent urinary tract infection since 2015, dizziness (unrecovered) since (B)(6) 2015, reaction anxiety (unrecovered) since (B)(6) 2014, fibromyalgia (unrecovered) since (B)(6) 2014, anxiodepressive syndrome (unrecovered) since (B)(6) 2014, breast mass (unrecovered) since 2012, acute respiratory tract infection (unrecovered) since 2012, vaginal candidiasis (unrecovered) since 2011, renal colic (unrecovered) since 2010 and uveitis. Concomitant products included immunosuppressants since (B)(6) 2016 for ankylosing spondylitis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced the first episode of pelvic pain ("pelvic pain / recurrent pelvic pain"). On (B)(6) 2016, the patient experienced premenstrual syndrome ("premenstrual discomfort"). On (B)(6) 2016, the patient experienced splenomegaly ("splenomegaly"), diarrhoea ("chronic diarrhea"), hepatic steatosis ("probable hepatic steatosis") and vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2016, the patient experienced ligament sprain ("right ankle sprain"). In (B)(6) 2016, the patient experienced headache ("cephalea"), vulvovaginal pain ("pain in the vagina") and proctalgia ("rectum pain"). On (B)(6) 2016, the patient experienced anxiety (seriousness criterion hospitalization) with chest pain, dysaesthesia and dizziness. On (B)(6) 2016, the patient experienced hiatus hernia ("hiatal hernia with mucosa preserved"). On (B)(6) 2017, the patient experienced perineal pain ("perineal pain in the form of puncture sensation"). In (B)(6) 2017, the patient experienced heavy periods ("heavier menstrual periods"). On (B)(6) 2017, the patient experienced the second episode of pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced abdominal pain upper ("severe epigastric pain"), abdominal pain ("sudden mesogastric abdominal pain") and procedural pain ("epigastric and periumbilical pain 5 days after essure removal"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant), the first episode of device expulsion ("patient expelled a piece of the essure devices while urinating") and hypogastric pain ("pain in the hypogastrium"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2019, the patient experienced urination difficulty ("difficulty urinating with scarce urination"). On (B)(6) 2019, the patient experienced dysuria ("dysuria"), bladder spasm ("vesical tenesmus / bladder tenesmus") and back pain ("low back pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), irritable bowel syndrome ("irritable colon"), metal poisoning ("metallosis"), dysgeusia ("metallic taste"), dyspareunia ("pain during sexual intercourse / pain in vaginal walls with penetration"), loss of libido ("loss of sexual appetite / sexual inappetence"), conjunctivitis ("rhinoconjunctivitis"), menstrual discomfort ("perimenstrual discomfort"), menstruation increased ("more abundant menstruation"), genital haemorrhage ("excessive bleeding"), malaise ("generalised malaise"), pyrexia ("low-grade fever that does not raise above 37°c"), vaginal discharge ("dark, heavy vaginal discharge with foul-smelling"), nervousness ("nervous states") with nausea, urinary tract infection ("recurring urinary tract infections") with renal pain, urinary retention ("unable to urinate in two instances") and the second episode of device expulsion ("expelled essure through her vagina"), experienced iliac fossa pain ("pain in both iliac fossae"), lasting 7 months and experienced haematochezia ("constantly soft stools with up to 5-6 stools per day with blood threads somentimes"), lasting 5 months. The patient was treated with analgesics, triptorelin acetate (decapeptyl gyn) and surgery (bilateral salpingectomy via laparoscopy to remove the devices on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, anxiety, swelling, headache, irritable bowel syndrome, metal poisoning, dysgeusia, loss of libido, abdominal pain upper, abdominal pain, hypogastric pain, conjunctivitis, vulvovaginal pain, proctalgia, menstrual discomfort, menstruation increased, iliac fossa pain, genital haemorrhage, premenstrual syndrome, heavy periods, malaise, pyrexia, vaginal discharge, nervousness, the last episode of pelvic pain, procedural pain, urinary tract infection, urinary retention, uterine leiomyoma, the last episode of device expulsion, dysuria, bladder spasm, back pain, urination difficulty, splenomegaly, haematochezia, diarrhoea, hepatic steatosis, hiatus hernia and vitamin d deficiency outcome was unknown, the intermenstrual bleeding and dyspareunia had resolved and the ligament sprain had not resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, back pain, bladder spasm, conjunctivitis, device breakage, diarrhoea, dysgeusia, dyspareunia, genital haemorrhage, haematochezia, headache, heavy periods, hepatic steatosis, hiatus hernia, hypogastric pain, intermenstrual bleeding, irritable bowel syndrome, ligament sprain, loss of libido, malaise, menstrual discomfort, metal poisoning, nervousness, perineal pain, premenstrual syndrome, procedural pain, proctalgia, pyrexia, splenomegaly, swelling, urinary retention, urinary tract infection, urination difficulty, uterine leiomyoma, vaginal discharge, vitamin d deficiency, vulvovaginal pain, the first episode of device expulsion, the first episode of pelvic pain, dysuria, iliac fossa pain, menstruation increased, the second episode of device expulsion and the second episode of pelvic pain to be related to essure. The reporter commented: date of essure placement date was divergency ((B)(6) 2016, (B)(6) 2016). On (B)(6) 2018, patient went to the emergency room due to spontaneous expulsion of essure without metrorrhagia, the spontaneous vaginal expulsion of the rest of the essure does not cause any damage or side effect/sequelae in the patient. Previous the expulsion she reported pain in the hypogastrium that radiated to both iliac fossae. She provided a sample in a bottle that resembled 2 metal rings. Patient suffered cosmetic damage. She reports hirsutism on (B)(6) 2018 and urinary tract infection (B)(6) 2018, both as unrecovered. On (B)(6) 2019: abdominal-pelvic CT with contrast, confirmation of withdrawal of essure. On(B)(6) 2021: urology recurrent urinary tract infections. On (B)(6) 2019 lumbar pain, colic without fever, renal colic, main diagnosis: urinary tract infection. Urocytologies in 2020 positive for e. Coli and fecal e., vaginal for candida. Current treatments: fosfomycin 500 mg, decapeptyl monthly 3.75 mg,tranexamic acid 500 mg, naproxen 550 mg, butyl bromide scopolamine 10 mg, zytram 75 mg, enantyum 25 mg, tradonal retard 100 mg, ibuprofen arginine 600mg, boltin 2.5 mg, paracetamol 1000 mg, nolotil 575mg, lyrica 75 mg, pantecta 40 mg, duloxetine 30 mg, iron ii - ferroglycine sulfate 567.7 mg, metamizole 2000mg. Year 2020: during the first six months of this year, the claimant has consulted for: ankylosing spondylitis; palpitations; atypical chest pain; hirsutism; uti; fever; metrorrhagia and pain in the right iliac fossa-uterine myoma (in treatment with decapeptyl). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel (+++), chromium (-), coba lt (-). Computerised tomogram - on (B)(6) 2019: no images were seen suggesting persistence of essure. Endoscopy upper gastrointestinal tract - on (B)(6) 2016: hiatal hernia with mucosa preserved, non-erosive duodenitis. Pregnancy test - on (B)(6) 2016: negative. Transaminases - on (B)(6) 2016: elevated transaminases.. Ultrasound abdomen - on (B)(6) 2016: findings compatible with severe hepatic steatosis vs. Chronic liver disease. Splenomegaly. Ultrasound scan vagina - on (B)(6) 2016: both devices are visible, normally inserted. Normal uterus and ovaries; on (B)(6) 2016: both normalized devices were observed; on (B)(6) 2017: uterus in anteroversoflexion, regular 93x46 with endometrium of 11 mm. Right ovary and left ovary of normal size and echostructure. Free cul-de-sac. X-ray of pelvis and hip - on (B)(6) 2016: both normalized devices were observed; on (B)(6) 2017: no remains of essure were observed and the pelvic. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-sep-2021: this case has been identified as a duplicate report of case (B)(4) that will be submitted for deletion. No new information reported. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy reaction to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), headache ("cephalea"), irritable bowel syndrome ("irritable colon") and adverse event ("cosmetic damage"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, swelling, metrorrhagia, pelvic pain, headache, irritable bowel syndrome and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, headache, irritable bowel syndrome, metrorrhagia, pelvic pain and swelling to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals ¿ analysis in the global safety database revealed 429 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.